Event description:
The ICD involved in this MDR report was implanted in 2007. Six months later, the pt received one inappropriate shock while manipulating an electronic device (camera) connected to the television by a video cable. The physician suspected noise oversensing and requested confirmation that the shock was due to the detection of electromagnetic interferences / leakage through the domestic power supply.

Manufacturer narrative:
In 2010: this event concerns a device that was manufactured and used outside the united states. Analysis of electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time.